Event description:
We have found many failures of the top pressure (IV bag side) pressure sensor over the past 7 months. I am not sure how long prior to my arrival this has been an issue. The reported error has been "channel error." As far as has been reported, this error is evident when the module is first turned on leaving the unit inoperable. This problem is troubleshot using the analog sensor test with the alaris test software. The defective sensor reads 4.9 volts in a resting state (no pressure applied to sensor). A normally operating sensor reads around .97 volts (at rest) and 4.9 volts (with pressure applied). These sensors have been on backorder and when we order them I am only able to get six at a time (if available) due to the high cost of this part. Each sensor costs about (B)(4). In the past 6 months, we have received two bulletins from bd regarding battery service of the controllers and air in line (ail) sensor recalls. Bd has sent me 16 ail sensors at no cost due to this recall. Noting that pressure sensor failure has been an almost 5:1 failure rate over the ail sensors I decided to contact bd and alert them to my findings. They will be sending me six free sensors in order to replace the six sensors I replaced yesterday from our parts supply. Yesterday, I returned 6 failed sensors back to bd in order for them to evaluate the root cause of failure. Manufacturer response for pressure sensor for alaris IV pump, alaris pressure sensor assembly (per site reporter): the sensors are on back order and only able to get 6 at a time if available due to the high cost of the part.